Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and did not notice any issues with the iabp or the power cord. The customer was unable to provide any additional information about this issue. The stm performed functional and safety checks to meet factory specifications. The iabp was released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) power cord needs a repair. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.